Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. A 2.50mmx15mm was advanced for pre-dilatation. However, during the second inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The device was simply and completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.